Event description:
Product was found to be defective during use in procedure. Zero tip basket was used during a procedure and found to be defective. No harm was evident to patient. A new package was opened and the procedure continued as scheduled.